Event description:
It was further reported there was high impedance.

Event description:
It was reported that the lead showed increasing and high impedances. The lead is still active and the patient is being followed every 3 months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited high and rising thresholds. The physician states that an x-ray shows that the lead may be externalized. The lead was capped and replaced. No patient complications have been reported as a result of this event.